Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the suction irrigator appeared to be suctioning all the time even when no one was pressing the buttons. The customer stated that the issue was resolved by removing the suction from the patient¿s abdomen when not in use. There was no tissue injury or bleeding was associated with the suction being on. The procedure was in progress for few hours and then the procedure was converted to open surgery due to patient experiencing hemodynamic instability. The anesthesiologist stated that they needed to undock and stop insufflation. The suction pulled pneumoperitoneum from the abdomen. The patient became unstable from anesthesia¿s standpoint, and they recommended converting to open surgery. They utilized medications and other anesthetic interventions to try to stabilize the patient¿s condition. Per the site's robotics coordinator, the surgeon knew the patient was quite ill prior to the procedure and stated that all their cases have the potential of being converted to open surgery, but they did not expect to convert this procedure before they began. There was no post-operative complication reported. Intuitive surgical, inc. (Isi) technical support was not contacted about the issue and the isi clinical sales representative (csr) was not present during the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted splenectomy surgical procedure, the suction irrigator appeared to be suctioning all the time even when no one was pressing the buttons. The customer stated that the issue was resolved by removing the suction from the patient¿s abdomen when not in use. There was no tissue injury or bleeding was associated with the constant suctioning. However, the procedure was converted to open surgery due to the patient experiencing hemodynamic instability. The anesthesiologist stated that they needed to undock and stop insufflation. The cause of the intra-operative complication is unknown. It is also unknown if the issue with the suction irrigator was a contributing factor to the intra-operative complication and reason to convert to open surgery.